Event description:
During follow-up, an extended charge time was noted on the device. The physician performed two manual capacitor maintenance checks, which both led to charge time outs. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The extended charge time was confirmed via reviewing of the device image. The hv capacitors were returned to the manufacturer for analysis. Analysis of the returned hv capacitors confirmed the extended charge time was caused by an anomalous hv capacitor.